Event description:
It was reported that the radiofrequency programmer head had failed and it was requested that it be replaced. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head had failed, it failed its uplink tests and was intermittently unable to interrogate. The head's cable was replaced and it was verified that the issues were resolved.